Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blood gas monitor generated an fa01 arterial module initialization failure error message. The monitor was restarted and the same error message appeared. As a result, an alternate device was employed for the procedure. There was no reported adverse consequences to a pt as a result of this event.